Event description:
Attempt to place endoclip on cystic duct. Clipper would not open. Clipper opened after surgeon gave it a few shakes. Clip was removed from pt's abdomen and tested on back table where it again jammed. Clipper was then removed from surgical field. Pt was undergoing a laparoscopic cholecystectomy.